Manufacturer narrative:
A FOLLOW UP REPORT WILL BE SUBMITTED WITH INVESTIGATION RESULTS SHOULD THE DEVICE BE REPAIRED OR THE DEVICE/LOGS BE RECEIVED FOR EVALUATION. PER 803.52 (F)(11)(III), THE INFORMATION PROVIDED WAS OBTAINED FROM SERVICING ACTIVITIES PERFORMED ON THE DEVICE. THERE WERE NO ADDITIONAL DETAILS OBTAINABLE OR PROVIDED AT THE TIME OF SERVICE.

Event description:
IT WAS REPORTED THAT THE DEVICE WAS UNABLE TO CONNECT TO ANOTHER DEVICE. THERE WAS NO PATIENT INVOLVEMENT.

Event description:
It was reported that the device was unable to connect to another device. There was no patient involvement.

Manufacturer narrative:
Correction:Annex B: B21.Annex C: C21.Annex D: D16.Additional Information: Device Available for Eval?, Returned to Manufacturer on, Device Eval By Manufacturer?Annex A: A1006.Annex B: B01.Annex C: C11.Annex D: D02, D15.Annex G: G02017, G04037.A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section H6 of this MDR report.Investigation Summary:The report of the device being unable to connect to another device was confirmed through a review of the device logs; however, it could not be replicated during testing.An external and internal inspection of the Suspect PCU S/N (b)(6) exhibited the following:The left (female) IUI was found with thermal damage on pins 2 and 3. This is suspected to be secondary damage based on characteristics of the observed damage, the associated Pump Module male IUI connector is likely the source of the thermal event. However, the Pump Module was not returned for investigation; therefore, this assessment could not be confirmed through direct examination of the mating connector.The female and male IUI date codes were observed as (b)(6).Laboratory test results showed that after fifteen minutes of ambulatory testing, with a temporary known-good IUI part installed, the thermal event could not be replicated, and no channel disconnects or malfunctions were observed.A resistance measurement was performed between adjacent pins to the thermally damaged female IUI pins. The test result showed that the resistance measured infinite, meaning that there were no active shorts within the female IUI connector.A review of the PCU error log did not find any error codes relevant to the reported complaint.A review of the PCU event log was performed, it was observed that the last infusion recorded was on (b)(6)2026 at 2:18 PM, it was found that the infusion was a programmed manually via a basic infusion with a rate of 800 mL/h and a Volume To Be Infused of 500 mL, two minutes after the infusion was started, the user selected the Pause Key and shortly after the unit alarmed a Channel Disconnect (This is correlates to the facility¿s report and is related to the root cause).The unit was Channeled Off by the user at 2:28 PM.There was no patient involvement (NPI).The device was in use for treatment purposes as intended per 21 CFR 820.198(d)(2).Root Cause:The root cause of the report of the device being unable to connect to another device was identified to be due to the thermal damage on the female IUI connector. The observed melting of the connector housing is being attributed to a thermal event caused by a short circuit, due to liquid accumulation, contamination, residue buildup, and/or corrosion between the IUI pins. The exact nature of this residue accumulation could not be determined.This report lists IMDRF Annex A, C, D, and G codes that are reportable malfunctions observed on the device during servicing.Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.